Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00748. It was reported that the patient¿s trial leads have migrated which was confirmed via fluoroscopy. The physician repositioned the leads on (B)(6) 2019 and the patient was reprogrammed afterwards.